Event description:
X3 blood lines used all same lot number. Would pass machine test, would start patient, tmp(transmembrane pressure) elevated or positive pressures readings. No tmp result, or low tmp and arterial pressure readings with high tmp. Frequent alarming, inadequate dialysis. Pt: 4582. Device: 1535, 3012, 1012, 3023. Ref: mw5187237, mw5187239.